Manufacturer narrative:
Powerme are a device that are not sold or registered in the united states, an initial MDR was not needed for this device. This is a supplemental report to retract our initial submission.

Event description:
It was reported that after the puncture was successful, when the blood was withdrawn with the syringe, small bubbles kept appearing in the syringe. It was suspected that the device was damaged and the next step was not performed, that is, the needle was pulled out.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported that after the puncture was successful, when the blood was withdrawn with the syringe, small bubbles kept appearing in the syringe. It was suspected that the device was damaged and the next step was not performed, that is, the needle was pulled out.